Event description:
The manufacturer received information alleging an issue related to a continuous positive airway pressure (CPAP) device's sound abatement foam. The user alleged visualization of black spots on the tube of the mask. There was no report of patient harm/injury. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging an issue related to a continuous positive airway pressure (CPAP) device's sound abatement foam. The user alleged visualization of black spots on the tube of the mask. There was no report of patient harm/injury. Philips is currently investigating this complaint; however, the device examination has not yet begun because the device has not yet returned to the manufacturer for evaluation. As part of the complaint handling process, the manufacturer is making attempts to retrieve the device for investigation and is awaiting confirmation from the distributor. Section h6 updated in this report.